Manufacturer narrative:
The patient did not present with swelling in the affected joint until more than eight months after being implanted with the nalu system. It is unlikely that the system caused or contributed to the swelling based on that timeline. There is no history of any previous complaint or incident recorded regarding this patient and no indication that the nalu system failed or malfunctioned in any way. Suspect the patient's symptoms were related to another underlying cause and not the nalu system.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. On (B)(6) 2024 the firm was notified that the patient was planning to have the system explanted. Patient had been examined by an orthopedic doctor for swelling in the knee. The orthopedic doctor recommended explanting the system. The physician who implanted the system reported no appearance of infection and no lab cultures were performed. During a follow-up on (B)(6) 2024 the firm was made aware that the explant had taken place, but the exact date was unknown. The firm was not notified that the procedure had been scheduled and no representatives were present for the explant.